Manufacturer narrative:
Evaluation summary: received 1 opened 2.8mm hp2 slit knife in a tray identified. The returned open sample was examined per facility procedure and it was determined to be visually nonconforming due to damaged cutting edge. A review of the related device history records (DHR) for the reported lot number has been performed; no anomalies were found. The product was released based on the products acceptance criteria. A complaint history examination indicates no additional complaints associated with this cutting instrument lot. Damage to the cutting edge of the blade like that observed can result in a "blunt" complaint as described by the customer. How or when the blade became damaged cannot be specifically determined. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface. Some potential causes could be improper handling, contact with the blade protector when removing and returning the blade from the tray, or contact with another instrument during surgery or set-up. An exact root cause could not be determined as to why the cutting instrument exhibited the dull condition described. However, due to an observed increased trend for this defect mode, a root cause investigation has been initiated to investigate the increased trend and identify corrective and preventive actions. An effectiveness check will also be established and monitored upon completion of these actions.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported blunt knives. Additional information has been requested.